Manufacturer narrative:
This unit was returned for failure analysis. It was reported that the customer continued to experience error 23062 on the mobile system. The error was associated with the ergo column motor. Error 23062 was verified in the recorded error logs within lighthouse (aperture). Upon further visual inspection of the unit, a melted connector was found on the motor cable, which was attributed as the cause of error 23062. Based on this finding, the failure analysis concluded that the melted connector is the root cause of the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during internal service activity on the da vinci 5 system, errors at start up were observed, specifically error 23062 related to the ergo column motor. Technical support was contacted and initial troubleshooting included submitting logs, disabling the ergo to recover the fault, and performing a hard reset of the console, but the error persisted. Further follow-up was requested for field service evaluation. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting was performed by both technical support and field service, with the field service engineer replacing the vertical axis motor module on the ssc and attempting to address the non-functioning left side switch.